Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were feel worn out and had to hit more than once to activate. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the esc button was sticking down when pressed. Customer stated that the insulin pump had black spots on the screen and it did not affect readability. Customer stated that the batteries lasting less than 7 days. Customer stated that the rewinding was slower. Customer stated that they did not receive the low battery alerts. The insulin pump will not be returned for analysis.